Manufacturer narrative:
The investigation determined that the instrument likely sustained damage during a prior procedure, which went unnoticed due to inadequate post-operative inspection. The driver shaft is designed to operate without bending when used according to the recommended surgical techniques. However, failure to detect damage from prior use may compromise the instrument's structural integrity. To mitigate such risks, thorough inspection of surgical instruments after each procedure is critical for identifying signs of wear or damage to ensure continued safe functionality. Orthopediatrics canada provides comprehensive guidelines for post-surgical instrument inspections, which must be consistently followed to prevent these incidents. Another possible contributing factor is the application of bending or torque forces exceeding the instrument's design specifications. Excessive torque can lead to the failure of the threaded tip, resulting in breakage. Note: this MDR was originally submitted as MFR # on november 26, 2024, but was rejected by cdrh due to an incorrect fei number in the esubmitter form. It is now resubmitted with the correct fei (3000327445). CAPA initiated to address the issue.

Event description:
The thread of the scf-sft365 snapped off during insertion, leaving a fragment lodged in the female component.